Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's concomitant medications included zoloft. The patient's medical history was not provided. It was reported the pump had failed to deliver medication three times on three separate dates, resulting in serious withdrawal. The first two episodes lasted approximately 14-16 hours. The third episode lasted three days and required an emergency room visit. The patient was extremely sick with chills, had excessive sweating, skin crawling, restlessness, nausea with vomiting, pain everywhere, could not eat or drink, could not sleep. The patient noted the pain clinic would do nothing about it. The patient had been unable to talk to a nurse or physician. No further information was provided. Patient information, diagnostics, actions/interventions, and outcome information was not provided at the time of this report. If additional information is received, a follow-up report will be sent.